Event description:
It was reported that the user¿s ilet displayed a low glucose reading while a confirmatory fingerstick showed hyperglycemia at 367 mg/dl, after which the user manually entered the fingerstick value and was advised to wait for correction; a caregiver assisted out of concern. Symptoms included tiredness. Outcomes included transient high and low glucose readings without the need for medical intervention or hospitalization. Investigation included troubleshooting and education provided during the call. Investigation of this case revealed that the cause of the discordant readings and subsequent hyperglycemia was unclear, with no device component failure identified and no confirmed malfunction beyond an inaccurate cgm reading relative to fingerstick. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.